Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
No blood glucose levels reported. It was reported that the customer was in the hospital due to a car accident. The customer reported being in the process of getting x-rays when she realized her insulin pump was still on her. Troubleshooting was done. It was reported that the insulin pump passed all tests. The customer opted to hold on to the insulin pump because she was still very comfortable with it. No additional information was provided.